Event description:
Additional information reported the patient's shocking and symptoms started after being near the broadcasting device. It was noted the patient had not experienced any recent falls, traumas, or sudden movements prior to or associated with the event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient perceived strong shocks and he began to tremble while on a boat near to a broadcasting device. The patient experienced a return of symptoms at that time. Impedance testing was performed and found that impedance were out of range with an impedance of over 40000 (ohms) on one electrode. It was noted the impedances were fluctuating between 10000 and 26 ohms. The patient underwent a revision as a result of the event, whereby the patient's lead and extension connection was checked. During the procedure it was found that the electrode was broken. The patient's lead was to be replaced as a result of the event; the issue remained unresolved at the time of report. Though the replacement was planned, it was unknown whether the procedure was scheduled yet at the time of report. The patient was alive with no injury at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Device evaluation: analysis of the lead found ¿all conductors broken 17.6 cm from the proximal end in the proximal segment¿ and the lead¿s outer insulation had breached environmental stress cracking. It was noted an ¿unknown conductor was broken 2.5 cm from the proximal end¿ and the ¿connector #0 sleeve was pulled out and conductor #0 was broken at the weld.¿